Event description:
Physician attempted to deploy a 5mm palmaz genesis stent on an aviator balloon during a renal case. He used an ostial pro device as well. The stent dislodged from the balloon when it would not cross a calcified lesion in the renal artery. The physician had to wire through the stent and was able to get the stent partially into the guide catheter. The physician then snared the stent and when pulling the guide and sheath out of the patient's artery the stent got stuck in the subcutaneous tissue outside of the artery. The stent was left in the patient's body.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
When the physician attempted unsuccessfully to cross a calcified lesion in the renal artery, it was reported that the stent dislodged from the balloon. The physician placed a wire through the stent and was able to partially withdraw the stent into the guide catheter. The physician then snared the stent and while pulling the guide catheter and sheath out of the patient's artery the stent became stuck in the subcutaneous tissue outside of the artery where it remains. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.